Event description:
It was reported that the customer needed assistance downloading clinical audit logs for a patient that failed to alarm for an elevated st in room 426 between (B)(6) 21 to 30aug21 in rm #426/4pcu. It is unclear whether a failure to alarm happened at the pic. The patient died, which is captured in another complaint.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer needed assistance downloading clinical audit logs for a patient that failed to alarm for an elevated st in room (B)(6) between (B)(6) 2021 to (B)(6) 2021 in rm #(B)(6)/4pcu. It is unclear whether a failure to alarm happened at the pic. The patient died, which is captured in another complaint.